Event description:
When the rptr was in the process of replacing the battery, rptr noticed that the lithium battery in the device appeared to have ruptured. The case of the device was damaged and there was a black sooty residue deposited on and around the device. Approximately 3 weeks prior to the reported discovery, an employee heard a loud noise and noticed an acrid smell in the room where the device was located but its source could not be located.